Event description:
A complaint was received from a customer that reported that the meter is not giving accurate readings. Pt stated that their readings are "all over the place." Pt provided the following examples: 406, 230, 389 mg/dl all within a minute of each other and from separate fingersticks. While on the phone a review of the system was conducted. The electronic checks were satisfactory. However, when the customer presented a sensor, pt stated that there were unusual symbols in the display. In further review, it was learned that the "units segments was missing a significant portion of the segments. A request was made to return the system for evaluation. In the meantime replacement unit was provided.